Manufacturer narrative:
Contacted customer requesting for patient information, but no response received.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a data acquisition pcba adc reference failed error. The customer reported the device was in use, but there was no patient harm reported